Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the siderail had a false latch. There was no patient involvement.